Event description:
(B)(4). The device was approved by my insurance. I had been taking birth control for several years and I felt it was beginning to affect my mood - so I was switched to different brands / types / levels of the pill to see if that would help - and it did not. I finally opted to just do a tubal ligation. I made an appointment with my obgyn, dr. (B)(6) and she notified me of the "essure" procedure which was efficient, quick with no down time and accomplished the same thing as a tubal ligation. We set up an appointment for the surgery and I had it done (B)(6) 2012.